Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for breakage of the nail for this part and lot number combination. The lag screw lot number is unk. Although the lag screw was not returned, initial implant placement and bone quality may be contributing factors. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised due to breakage of the troch nail.